Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo test performed on unknown dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with determine hiv 1/2 ag/ab combo test performed on an unknown date in (B)(6) 2026. It is unknown if additional testing was performed. Although requested, no additional patient information, including outcome, was provided.

Manufacturer narrative:
B3 - the date of the event is an approximation as the actual event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.